Manufacturer narrative:
The recipient's device was explanted due to infection. External visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
.

Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The recipient reportedly experienced head trauma, leading to implant exposure. This resulted in an epidermal inclusion cyst which ultimately became infected. The recipient's device was explanted. Advanced bionics considers the investigation into this reportable event as closed. The recipient was reimplanted with another cochlear device. This is the final report.